Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the rtos board. The system operates as intended.

Event description:
It was reported that the 9900 system would not boot after the tech unplugged the system and tried to reboot it. No pt injury was reported.